Manufacturer narrative:
A spacelabs technical support representative remotely connected to the customers system and restarted the xhibit telemetry receiver (xtr) that the patients were admitted to. Following the restart, five out of the six missing patients returned but there was still one patient missing. The final patient was transferred to a new host to resume monitoring while the investigation continued. A spacelabs product support specialist (pss) retrieved the device logs to further investigation the issue. During the review, it was noticed that there were several error messages indicating the xtr was attempting to connect the xhibit central station but could not. The pss continued to review the customer network setup and it was determined that the customer was using an unsupported network setup. Spacelabs healthcare recommends that the xtr traffic and bedside network are on two separate dedicated networks. The customer had all traffic on one network, and it was noted that the switch cpu is consistently running at 100% utilization. A spacelabs field service representative (fse) and pss are working with the customer to correct their network configuration. The cause of the reported issue was due to the customer using an unsupported network setup.

Event description:
The customer reported that six telemetry patients had gone offline during monitoring. There was no patient or user harm associated with this event.